Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
Patient had infected knee. Dr. Washed out and exchanged liner.